Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Manufacturing process errors could be probable causes of the reported event. With no other complaints for the batch, we consider this an isolated event. However, we will continue to monitor this failure mode in the future. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a surgery the d-rad smart pack 4h right wide plate had a screw driver, depth and drill bits with rust on them hence the device was not sterile. This happened external to the patient therefore was not injure infringe to the person. This cause a considerable delay of one hour to perform the procedure. The implants were sent for sterilization and re-used on the patient. No other complication were reported.